Event description:
The patient was enrolled in the option clinical study on (B)(6) 2021 with patient identifier (B)(6). It was reported that the closure device did not seal. Medical history: the patient had medical history of persistent atrial fibrillation for greater than one year, hyperlipidemia, controlled hypertension, coronary artery disease, trace mitral valve regurgitation, tricuspid valve regurgitation, ischemic stroke (most recent: (B)(6) 2020), and systemic thromboembolism ((B)(6) 2020). The patient's cha2ds2- vasc score was 7. Prior to consent and screening of the study, the patient was on edoxaban. Procedure summary: on (B)(6) 2021, transesophageal echocardiography (tee) assessment revealed a left ventricular ejection fraction of 70%. Tee assessment revealed one left atrial appendage (laa) lobe of chicken wing morphology with an ostium diameter of 17mm and laa length of 27mm. The patient underwent atrial fibrillation ablation using pulmonary vein isolation via a cryoablation method. Prior to the procedure, aspirin was not administered. The laa closure procedure was performed on the same day. A 27mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 20mm. After the implant procedure, the patient was started on aspirin and edoxaban 60mg a day was continued. The patient was discharged two days post procedure. Event summary: ninety seven (97) days post procedure, during the 3 month follow up visit, transesophageal echocardiography (tee) revealed an incomplete laa seal with a jet size of greater than 5mm. The size of the largest residual jet around the device was 6mm. The approximate angle of the jet was 45 degrees. The patient was also placed on amiodaron medication therapy until (B)(6) 2021. Patient status: there were no patient complications reported. The patient is planned to follow up again with the clinic in three months to observe the jet size. It was further reported that the patient was on aspirin and edoxaban at the time of the event and aspirin was discontinued after the event.

Event description:
The patient was enrolled in the option clinical study on (B)(6) 2021 with patient identifier (B)(6). It was reported that the closure device did not seal. Medical history: the patient had medical history of persistent atrial fibrillation for greater than one year, hyperlipidemia, controlled hypertension, coronary artery disease, trace mitral valve regurgitation, tricuspid valve regurgitation, ischemic stroke (most recent:(B)(6)2020), and systemic thromboembolism (30oct2020). The patient's cha2ds2- vasc score was 7. Prior to consent and screening of the study, the patient was on edoxaban. Procedure summary: on (B)(6) 2021, transesophageal echocardiography (tee) assessment revealed a left ventricular ejection fraction of 70%. Tee assessment revealed one left atrial appendage (laa) lobe of chicken wing morphology with an ostium diameter of 17mm and laa length of 27mm. The patient underwent atrial fibrillation ablation using pulmonary vein isolation via a cryoablation method. Prior to the procedure, aspirin was not administered. The laa closure procedure was performed on the same day. A 27mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 20mm. After the implant procedure, the patient was started on aspirin and edoxaban 60mg a day was continued. The patient was discharged two days post procedure. Event summary: ninety seven (97) days post procedure, during the 3 month follow up visit, transesophageal echocardiography (tee) revealed an incomplete laa seal with a jet size of greater than 5mm. The size of the largest residual jet around the device was 6mm. The approximate angle of the jet was 45 degrees. The patient was also placed on amiodaron medication therapy until (B)(6) 2021. Patient status: there were no patient complications reported. The patient is planned to follow up again with the clinic in three months to observe the jet size.

Manufacturer narrative:
Updated: b5.

Event description:
The patient was enrolled in the option clinical study on (B)(6) 2021 with patient identifier (B)(6). It was reported that the closure device did not seal. Medical history: the patient had medical history of persistent atrial fibrillation for greater than one year, hyperlipidemia, controlled hypertension, coronary artery disease, trace mitral valve regurgitation, tricuspid valve regurgitation, ischemic stroke (most recent: (B)(6)2020), and systemic thromboembolism ((B)(6) 2020). The patient's cha2ds2- vasc score was 7. Prior to consent and screening of the study, the patient was on edoxaban. Procedure summary: on (B)(6) 2021, transesophageal echocardiography (tee) assessment revealed a left ventricular ejection fraction of 70%. Tee assessment revealed one left atrial appendage (laa) lobe of chicken wing morphology with an ostium diameter of 17mm and laa length of 27mm. The patient underwent atrial fibrillation ablation using pulmonary vein isolation via a cryoablation method. Prior to the procedure, aspirin was not administered. The laa closure procedure was performed on the same day. A 27mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 20mm. After the implant procedure, the patient was started on aspirin and edoxaban 60mg a day was continued. The patient was discharged two days post procedure. Event summary: ninety seven (97) days post procedure, during the 3 month follow up visit, transesophageal echocardiography (tee) revealed an incomplete laa seal with a jet size of greater than 5mm. The size of the largest residual jet around the device was 6mm. The approximate angle of the jet was 45 degrees. The patient was also placed on amiodaron medication therapy until (B)(6) 2021. Patient status: there were no patient complications reported. The patient is planned to follow up again with the clinic in three months to observe the jet size. It was further reported that the patient was on aspirin and edoxaban at the time of the event and aspirin was discontinued after the event. It was further reported that two hundred eighty eight (288) days post index procedure, the leak was resolved.